Manufacturer narrative:
The device was manufactured march 18, 2016 ¿ march 19, 2016. The device was received for evaluation. Visual inspection revealed a leak/backflow from the fill port when the fill port cap was removed. Further visual inspection revealed that the cause of the leak/backflow issue was due to a particle approximately 2.41 mm in length, located under the checkband. Fourier transform infrared spectroscopy revealed that the particle was acrylic. The reported condition was verified. The cause of the particulate matter was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from the fill port. This occurred during filling with sodium chloride solution. There was no patient involvement. No additional information is available.